Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The helix was able to be extended/retracted and turned within specification, but the helix was visibly extrinsically bent. The overlay tubing of the lead was extrinsically breached due to a cut at a distance of 31.2 cm and blood ingression was visible but non-electrical. A visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited undersensing with a low r wave value. It was also noted that there was a sticky helix. Upon explant, the lead insulation was breached but had no influence on the lack of sensing and difficult deployment. The rv lead was not used. No patient complications have been reported as a result of this event.